Event description:
It was reported that (1) device was used during a dst (bowel procedure). It was reported by the affiliate that the tl30 instrument would not staple and the cdh29 adjusting knob broke. New instruments were used to complete the case. There was no consequence to the pt.